Event description:
It was reported that a malfunction code was displayed on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and instructed the customer to call back if the malfunction code appeared again. The malfunction did not reoccur after the reset, and the customer was able to continue using the pump.